Manufacturer narrative:
(B)(4). Info is unavailable, device was not returned for eval.

Event description:
It was reported 10 days post op a laparoscopic adjustable banding procedure, the pt presented with fever and abdominal pain. A CT scan was performed and air was found around the band. Laparoscopy found very dense inflammatory reaction with drainage around the band, port and tubing. It was also noted a stitch had probably pulled through the stomach. Indicative of the plication was too tight. The band, tubing and port were removed. The tube strain connector was separated from the connector. There were other reported pt complications.